Event description:
Per provider, sieve beds have a cap that is cracked. Per repair statement attached unit has low o2 and showing yellow light.

Manufacturer narrative:
Per repair statement attached unit has low o2 and showing yellow light.